Manufacturer narrative:
.

Event description:
The customer reported two employees with complaints of "breathing problems" and eye irritation while using cidex opa. The customer described the "breathing problems" as "hard to breath" and "difficult to pull in a full breath". The customer confirmed that both of the employees had the same symptoms from the same use of cidex opa. The customer reported that the employee's symptoms went away after they "went to fresh air". Neither of the employees saw a doctor or required treatment for their symptoms. The customer was directed to the instructions for use and the msds for information regarding ventilation requirements. The customer did not share information regarding their current ventilation.